Event description:
An impella cp device was inserted via the right femoral artery in a 57-year-old male patient presenting with cardiomyopathy, with a history of renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the patient developed pink-tinged urine. Plasma-free hemoglobin was measured at 82. The pump was attempted to be repositioned by interventional cardiology. At bedside, the critical care physician used point-of-care ultrasound to assess the device. The pump appeared deep (elbow below aortic valve, but depth could not be measured). An attempt to pull back the device was recommended, but the critical care physician declined and deferred to interventional cardiology, who stated that there was ¿no point in repositioning as it will keep moving.¿ nursing staff were instructed to continue trending plasma-free hemoglobin every 24 hours. No intervention was performed to address the hemolysis. The patient survived to explant. The hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiomyopathy, renal insufficiency, device position, and critical illness.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product or logs were returned and limited information was provided. The cause of the issue was not established as limited clinical information was provided.